Event description:
It was reported to philips that the device does not recognize blades / paddles in operational check. There was no patient involvement. The service representative evaluated the device and finally determined the operational check was not performed properly. Upon conclusion of the evaluation, it was determined that the operational check was not performed properly. The device with proper procedure was ready for operation / service. No further action is needed at this time.